Event description:
It was reported that upon device preparation, it was found that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. A bluetooth reset was performed, and the bluetooth telemetry was restored. There was no patient involved.